Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
It was reported that the cco (1.6) and cci values were reading low on the vigilance ii monitor compared to the cco value on the ev1000 when used on the same patient. The cco value on the ev1000 was reading between 4.0 to 4.3. The cable on the vigilance ii monitor was switched out. The cco value on the vigilance ii monitor went up to 3.0 but then started to drift back down to 1.6. The cco cable associated with the vigilance ii was tested and it passed. The vigilance ii monitor was switched out and the same problems continued. No alarm/fault messages were seen on the monitor. The patient was not treated off these numbers. The catheter was switched out. No patient complications were reported.